Manufacturer narrative:
D6a and 6b: updated implant and explant date d9: added device return information h6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary the device was returned for evaluation. Data analysis: a review of the data logs shows that approximately 16.5 hours into the case, errors begin to appear in the logs. These are followed roughly two minutes later by a yellow ¿placement signal not reliable¿ (psnr) alarm, which confirms the complaint. Device analysis: a pump was connected to the console and ran at various flow levels for ~2 hours. The rt logs for this testing were reviewed, and the snr was found to be ~250. The optical fiber in the front panel optical connector was examined with an inspection camera and found to be clean and free of remarkable defect. The optical 5s parameters were measured using two different test cavities. All values are within the ranges; however, the snr is marginal. Root cause: the root cause of the psnr alarms is an optical bench exhibiting low snr when the console is running a pump.

Manufacturer narrative:
Correction: d6a should have been left blank.

Manufacturer narrative:
The automated impella controller was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.

Event description:
The user facility reported a patient had impella 5.5-automated impella controller (aic) support ongoing when on day 6, the aic had an optical alarm that prompted the team to replace the aic. No harm or injury was noted. The pump remains on for support.